Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed that the right ventricular lead was post-sensed t-wave oversensing and had low r wave sensing signal. Programming changes were completed to address this issue. The patient was stable.